Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a 10mml 3.75mmd implant was placed in the #21 area of the mandible on 1/17/96. The implant failed to maintainn osseointegrate and was removed on 7/23/96. The 10mml implant that was included with this report was examined by our engineers. It was determined that the implant was free from any defect and it met all the tolerances necessary to comply with the manufacture's specifications. The panoramic radiograph dated 4/23/95 showd a 10mml 3.75mmd implant in the #21 area of the mandible. After studying the x-rays and reviewing report, co finds apparent factors that would ahve prevented this dental implant from maintiaing osseointegration. External and systemic causes leading to implant failure are reported in the dental literature, but they go beyond the foucs of this investigation.